Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the lg prong top worn out, the air/water nozzle loosened, the control body dirty, the remote control buttons cut, the root brace rubber cut, the lg prong corroded, the lg cable connector corroded, the angle wire play, the suction channel buckled, and the electrical connector fluid damage ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).